Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. The device was not returned to olympus for inspection, however, the customer's reported issue could be confirmed based on the information provided. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. There is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use which state: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope was reprocessed several times although the water supply pipeline was not disinfected after the reprocessor water filter was replaced. There were no reports of patient involvement.